Manufacturer narrative:
The occupation is lay user/patient.

Event description:
This MDR is for the coaguchek xs strip lot 29778721. Refer to the MDR with patient identifier (B)(6) for strip lot 27216523. Customer complained of discrepant inr results between coaguchek xs meter (B)(4) and a lab using the il reagent with the acl analyzer. At 11:07 am, the customer tested by fingerstick on the meter using strip lot 27216523 and the result was 5.3 inr. At 11:12 am, the customer tested by fingerstick on the meter using strip lot 27216523 and the result was 5.8 inr. At 11:23 am, the customer tested by fingerstick on the meter using strip lot 29778721 and the result was 5.8 inr. At 10:36 am, the customer had a lab test and the result was 2.95 inr. The customer has a therapeutic range of 2.0-3.0 inr. Customer has no hematocrit issues, no antiphospholipid antibodies, no direct thrombin inhibitors, no change to warfarin dose, no diet changes and no symptoms of bleeding or bruising. There was no allegation of an adverse event. Corresponding retention test strips (297787, 272165) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Please refer to medwatch field - correction/removal report no.